Event description:
It was reported that approximately seven months post port placement, the catheter was allegedly broken. It was reported that the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f products are identified in d2 and g5. H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one titanium low-profile port attached to a groshong catheter was returned for evaluation. Visual, microscopic visual, tactile and functional evaluations were performed. The investigation is confirmed for catheter fracture, deformation and naturally worn as a partial circumferential break was noted approximately 12.0cm from the distal end of the cath-lock and both the edges of the partial circumferential break, were jagged, with both a rounded and granular surface. The investigation is inconclusive for improper or incorrect procedure or method as the exact circumstances of the events are unknown and clinical conditions cannot be replicated. The identified break is typical of flexural fatigue, which is due to the repetitive, kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instructions for use reviewed: remove catheter lock from the catheter. For implanted ports with groshong catheters, remove the catheter lock and stiffener stylet from the catheter prior to cutting catheter to appropriate length. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f products are identified in procode and PMA/510k.

Event description:
It was reported that approximately seven months post port placement, the catheter was allegedly broke. There was no reported patient injury.